Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, where the insertion site was prepared using a 3.8 tapered awl and a 5.0mm dilator; when the surgeon was placing a healicoil anchor into the bone, the body of the anchor broken and came out of the bone hole, the broken pieces where removed with a grasper. Surgery resumed after a non-significant delay with a back-up device used in the originally drilled bone hone, leaving no voids into the patient. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage conditions and material requirements are specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.